Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, illness requiring steroids, smoker, periodontal disease, peri-implantitis, pain, increased sensitivity, inflammation.